Manufacturer narrative:
(B)(4): no RMA has been initiated for this issue. Model unknown, serial number/date (B)(4). It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Warranty for (B)(4) for head and knee deck parts do not come back (B)(4). Stated the beds were being cleaned and when they took off the mattress they noticed the metal straps were broken.